Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) assembly and apl/bag to vent switch was replaced to resolve the issue. Block a: customer contact reports no patient information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information to date. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in an over delivery of pressure in the patient circuit. There was no report of patient injury.